Event description:
This report is being filed upon notification from our x-ray MFR in foreign country, to submit this incident that occurred in another country. Problem: the pcr cassettes' barcodes are being scanned after the x-ray images have been made of the pt. Then the cassette is inserted into one of the pcr readers. But at times, the pt's name and info have been mixed with another pt. No person has been misdiagnosed or injured.